Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 9 states, ¿intraoperative fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-02056, 2013-02216 and 2014-08847).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2007. There has been no reported revision procedure. Additional information received in patient's blood tests indicates elevated metal ions. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed revision on (B)(6) 2014 was due to pain. The patient¿s operative report noted metal debris, a loose screw, corrosive changes, soft tissue reaction, loose acetabular component, metallic soft tissue debris, and a broken screw. It is unknown which screw was loose and which screw was broken. Further information received in patient medical records revealed patient¿s blood was tested on (B)(6) 2013.